Event description:
Caller reported a cartridge alarm 30 with their pump, and there was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was instructed on returning the faulty pump and setting up the replacement, including programming pump settings and connecting their cgm. The customer understood the instructions and the replacement was promptly sent.